Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had partial display. The customer¿s blood glucose was 343 mg/dl at the time of the incident and the current blood glucose of the patient was 190 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with vertical colored lines across the display due to moisture damage on the electronic assembly. The passed the displacement test, however fails self test due to missing segments/partial display. Moisture damage on the battery tube and motor assembly also noted during visual inspection.